Manufacturer narrative:
A further clinical review of the event details has been completed and identified a change in the MDR reportability. A detached filter limb in the renal vein may be a cause of the patient's complaint of abdominal pain. Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: as images were not provided, a review could not be performed. Conclusion: the medical records allege that CT scans performed approximately 4 and 6 years after implantation demonstrate an infrarenal ivc filter with a detached filter limb in the right renal vein. Based on the medical records, limb detachment can be confirmed. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. The patient sustained a fracture of the fifth metatarsal and her right leg was placed in a cast. The patient developed right ankle and leg swelling post cast removal. She presented at her doctor's office complaining of the leg swelling. A duplex venous scan was performed and the leg was positive for a deep vein thrombosis of the entire right leg. She was immediately admitted to a hospital to be treated for the dvt. During this hospitalization, a CT scan of the lungs was performed, which showed multiple pulmonary emboli and had a vena cava filter deployed. Six years post filter deployment, the patient presented with complaints of flank pain. A CT of the abdomen and pelvis was performed and revealed a wire like process within the right kidney; the ivc filter was noted within the inferior vena cava. The patient was evaluated for ivc filter treatment options. It was determined that since the filter had been implanted for more than six years, attempted retrieval would likely be futile; the risks would outweigh the benefits. The doctor did not recommend retrieval at the time. No further information provided regarding the filter or detached limb.

Event description:
It was reported that a vena cava filter was deployed for dvt and multiple pulmonary emboli; stemming from a broken foot. Approximately six years post filter deployment a CT scan was performed for complaint of abdominal pain. CT scan demonstrated a detached filter limb in the right renal vein, a prior CT scan post four years filter deployment demonstrated a detached limb in the same location. Evaluation and consultation determined the location of the detached limb remains in place. No attempt was made to retrieve the filter or detached limb. The patient status at this time is unknown.